Event description:
It was reported that on (B)(6) 2006: the patient presented with pre-operative diagnosis of previous posterior lumbar interbody fusion (plif) bilateral l4-5; previous posterior spinal fusion attempt l4-5; anterior and posterior pseudarthrosis l4-5; malpositioned interbody cage bilateral l4-5 with central spinal canal and bilateral neural foraminal compression; back pain and bilateral lower extremity radiculopathy. The patient underwent following procedures: bilateral subtotal facetectomy with revision foraminal and far lateral decompression l4-5; posterior spinal fusion revision at l4-5; anterior spinal fusion revision l4-5; placement of interbody fusion device (precision graft 20 mm height) anterior l4-5; posterior pedicle instrumentation bilateral l4-5; removal of interbody metallic fusion cages bilateral l4-5; placement of rhbmp-2/acs anterior l4-5 interbody space. Per-op notes, patient had developed exuberant bone over the implants, pseudarthrosis and recurrent back and leg pain. A 20-mm precision graft was then filled with a combination of autograft bone and rhbmp-2/acs. This was positioned within the disc space and found to fit satisfactorily. Additional autogenous bone harvested from t he revision posterior laminectomy was distributed ventral to the precision graft device within the disc space. No patient complications were reported.

Manufacturer narrative:
Additional information: (B)(6).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor imaging studies were returned nor provided for evaluation. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent l4-5 plif on an unspecified date. The cages were positioned so as to produce significant spinal canal and neural foraminal compression. After a relatively pain-free period of time, the patient developed exuberant bone over the implants, pseudoarthrosis and recurrent back and leg pain. On (B)(6) 2006, the patient presented with anterior and posterior pseudarthrosis l4-5, malpositioned interbody cage bilateral l4-5 with central spinal canal and bilateral neural foraminal compression, and back pain and bilateral lower extremity radiculopathy. The patient underwent bilateral subtotal facetectomy with revision foraminal and far lateral decompression l4-5, anterior and posterior revision of l4-5 fusion using precision graft (20mm), posterior pedicle instrumentation bilaterally, and rhbmp-2/acs. The rhbmp-2/acs was placed in the anterior l4-5 interbody space. It was reported that the patient developed injuries following the use of rhbmp-2/acs.